Event description:
Initially, the unit was returned for service for "no output". During the calibration in our service department, it was discovered that the generator "latched on" indicating it continuously delivered output once the output was activated.

Manufacturer narrative:
Date of initial report: 10/16/2007. The generator is currently under evaluation. When the investigation is complete, a follow-up report will be sent.